Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 450 m/dl at the time of the call. The customer declined to troubleshoot the high. The customer was given carbs to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered, due to the low active insulin on the pump at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the dat test at 0.08750 inches.all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime , and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly.unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. .